Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03727. The patient reported experiencing uncomfortable heating at her scs ipg pocket site while charging. The patient received a model 3726 charging system which resolved the issue. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.